Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the caregiver (cg) saw an air gap in the patient line during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The hp was in initial drain during the reported event and the cg stated that they checked the patient line before connecting. The technical service representative (tsr) helped the cg end the therapy. The cg was going to start over with all new supplies. During the follow up regarding the reported event, the hp explained that the air was seen right when the therapy was initiated and the hp had not opened the transfer set by their stomach. The cg had disconnected the hp right away. The hp stated they were very careful and double checked the setup to make sure everything was okay. The hp stated that there was nothing unusual found with the setup that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.